Event description:
Cadd-pca pump used for epidural infusion of marcaine/fentanyl at 4cc/hr. New cassette in at 11 a.m. 5/6/92. Pt. Found apnec at at 01:30 p.m. 5/7/92. Narcan given, pump off. Calculated residual drug 48cc, actual residual 20cc. Cadd-pca returned to co. For evaluation. Pt. Responded well to narcan without residual effects. No adverse patient outcomedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.